Event description:
It was reported that during the use of the product, -high pressure- alarm went off, with louder sound than before. No anomaly was found in the cassette, the tubing, and the catheter. The customer changed the batteries with new ones, but the alarm persisted. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. As a result of checking the event history log, it was confirmed that there was a record of a continuous -high pressure- alarm on april 14, 2022. The customer stated problem was not duplicated. As a preventative measure, the downstream occlusion sensor was replaced and the upstream occlusion sensor was re-calibrated. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured dec. 2019, and is out of warranty. Therefore, no manufacturing DHR review is needed.